Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016, the patient was hospitalized for hypoglycemia while using the infusion device. The patient received a blood glucose result between "120 mg/dl to 140 mg/dl". Later at an unknown time, her friend found her unconscious on the floor. The blood glucose result was "lo" mg/dl on her meter. The "lo" mg/dl result on the system indicates a result of less than 20 mg/dl. A minute later, the paramedics tested the patient's blood glucose on their meter with a result of 13 mg/dl. The patient did not recall what type of treatment was given by the paramedics. The patient stated it was possible they gave her glucagon. The patient was treated at the hospital with one bag of dextrose via IV. The patient was in the hospital for 3 hours. On (B)(6) 2016, the patient was hospitalized for hypoglycemia while using the infusion device. The patient's blood glucose result was 128 mg/dl prior to the event. Later at an unknown time, her friend found her unconscious sitting up on the couch. The patient's friend tried to treat her with glucose by mouth, but she was unable to consume it. The result on the patient's meter and paramedic's meter was 15 mg/dl taken within a minute of each other. The type of treatment given by the paramedics was unknown. The hospital treated the patient with 4 units of dextrose via IV. The patient was hospitalized from (B)(6) 2016. The patient is attributing the hypoglycemic events to incorrect basal rates in the infusion device that no longer meet her needs. The infusion device is not expected to be returned for product evaluation.